Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor had no cannula after removing from body. Customer¿s blood glucose was unknown. Customer stated that transmitter did not blink due to pulled back sensor cannula. Sensor will not be returned for analysis.